Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when propofol, levophed and ns infusions from a "portable pump" on a patient coming from or were switched over to the ICU pcu with four attached modules, a system error occurred and the "pumps stopped delivering" the infusions. The patient's blood pressure dropped to 78/50 with a map in low 50's. The infusions were moved to another system. No report of medical intervention for this event. Biomed did brief functional testing on the system and no issues were identified.

Manufacturer narrative:
Conclusion code - no available code for undetermined or unknown cause. The customer¿s report of a system error was confirmed through a review of the pcu error and event logs, but could not be replicated during testing. Review of the error log revealed that an 800.8000 system error occurred on (B)(6) 2015 at 12:37:24pm. On that date 3 infusions were running on attached pump modules; a 4th pump module was attached but remained idle during the entire event. At 12:34pm, channel b experienced a series of air-in-line (ail) alarms; the channel door was opened and closed multiple times and the infusion was repeatedly restarted, presumably in attempts to clear air and the ail alarms. The infusion was restored, the "restart" key was pressed at 12:37pm, and a system error 800.8000 immediately occurred. During a system error, current infusions continue uninterrupted; however the infusion parameters cannot be edited because while the system is in the error safe state, the keys are disabled. The pcu was internally inspected. The interior was found clean with no signs of fluid ingress. The returned pcu was set up with 4 lab pump modules which were programmed identically to programming during the event. This simulation ran for over 28 hours while intermittently attempting to reproduce the system error 800.8000, by inducing ail alarms on channel b and then repeatedly restarting the infusion. The 800.8000 system error did not occur. The root cause of the system error is unknown.

Manufacturer narrative:
Additional information provided.